Manufacturer narrative:
Patient demographic was unavailable to the device manufacturer. Device manufacture date was unknown as no lot number was provided. The part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported the solera driver tip broke off while placing the last screw during a spine surgery. The surgeon had to cut a rod, place it into the screw head to remove the whole screw in order to retrieve the portion of the screw head that broke off. Patient information is unknown at this time.